Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 54 unopened racepacks and 3 opened. Analysis and results: are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Measured the thread of the closed samples received and all of the thread length is between 80-82 cm instead of 60 cm. This mistake took place during the manufacturing process, the thread was cut longer than indicated. Production and in-process control people involved have been informed about this incidence. A re-training on the procedure about the established cutting length is to be done in order to avoid this incidence in the future. Final conclusion: complaint is justified. Taking into account that the results of samples received do not fulfill the OEM specifications, we apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: germany. The thread is too long.